Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400+ mg/dl. The customer reported changing sensor and having trouble with the insertion and the blood glucose verses sensor glucose was off by over one hundred points. The customer did not treat the high blood glucose. The current blood glucose level was 150 mg/dl. The customer did troubleshoot the issues. The sensor will be returned for analysis.